Manufacturer narrative:
Event date: (B)(6) 2018.

Event description:
Same case as medwatch (B)(4). It was reported that shaft break occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. Upon removal of the device, it was noted that the balloon shaft got separated while inside the guide catheter. The whole system was completely removed from the patient. There was no harm to the patient.